Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed replace battery alert. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. Customer stated that it was not the second occurrence of the replace battery alert. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. The insulin pump was monitored and no unexpected power loss or replace battery now alarm noted during testing.